Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. The clips did not always come out. Another device was used to complete the procedure. There were no adverse consequences for the patient. Customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.